Event description:
A malfunction alarm was reported, identified as malf 15. There was no adverse impact to the customer¿s blood glucose level, remaining within normal limits. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.